Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the pulse generator at elective replacement indicator. The implant duration did not exceed 75 percent of the device's expected longevity, and therefore is considered premature battery depletion. No information regarding the device settings during implant was received.